Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected blank display, low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm or e or a alarm unspecified noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error. Customer was able to clear the alarm successfully but was not able to complete the rewind process. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer reported got low battery and replace battery alarm. Customer stated no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.